Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. This report is being filed on an international product, list number 6r86-22 that has a similar product distributed in the us, list number 6r86-20/30.

Event description:
The customer observed a false negative sars-cov2-igg result generated on the architect i1000sr processing module for a (B)(6) year-old male patient. The following data was provided: architect reference range: less than 1.4 s/c = negative, greater than or equal to 1.4 s/c = positive. Virclia igg monotest reference range: less than 1.4 = negative (units of measure not provided). Vitros igg reference range: greater than or equal to 1.00 s/c = reactive. On (B)(6) 2020 sid (B)(6) initial result = 1.10 s/c (negative), repeat with virvlia igg monotest = 5.17 (positive), repeat with vitros igg = 128 s/c (reactive). The patient tested positive five times with pcr and was positive with virvlia igg monotest 45 days ago.

Manufacturer narrative:
The complaint investigation for false negative architect sars-cov-2 igg results included a search for similar complaints, and the review of complaint text, trending data, labeling, scientific literature and device history records. Return testing was not completed as returns were not available. Labeling was reviewed and sufficiently addresses the customer's issue. Device history record review on lot 18099fn00 did not show any potential non-conformances, or deviations related to the customer observation. In house sensitivity testing of panels which mimic patient samples was completed using retained samples of the complaint lot. All specifications were met indicating that the lot is performing acceptably. According to the study, patel r, et al, "report from the american society for microbiology covid-19 international summit, 23 march 2020:value of diagnostic testing for sars-cov-2/covid-19", mbio 11:e00722-20, it is unknown for certain whether individuals infected with sars-cov-2 who subsequently recover will be protected, either fully or partially, from future infection with sars-cov-2 or how long protective immunity may last. In this case, the samples were tested 45 days after the pcr positivity. The study, quan-xin long et al, "clinical and immunological assessment of asymptomatic sars-cov-2 infections", nature medicine, showed that antibodies declined in both asymptomatic and symptomatic covid-19 patients during the early convalescence phase. It was observed that igg levels and neutralizing antibodies in a high proportion of individuals who recovered from sars-cov-2 infection start to decrease within 2-3 months after infection. The product package insert advises the assay sensitivity within the 95% confidence level is 95.89% to 100.00%. Patients have different immune responses and the insert states that immunocompromised patients who have covid-19 may have a delayed antibody response and produce levels of antibody which may not be detected as positive by the assay. Negative results do not rule out sars-cov-2 infection, particularly in those who have been in contact with the virus. Results should be used in conjunction with other data; e.g., symptoms, results of other tests, and clinical impressions. Results from antibody testing should not be used as the sole basis to diagnose or exclude sars-cov-2 infection or to inform infection status. Per product labeling a study was performed using 122 serum and plasma specimens collected at different times from 31 subjects who tested positive for sars-cov-2 by a polymerase chain reaction (pcr) method and who also presented with covid-19 symptoms. The positive percent agreement (ppa) at >/= 14 days post-symptom onset is 100.00% (95% ci: 95.89, 100.00). Five specimens from 1 immunocompromised patient were excluded from the study. When the results from these specimens were included, the ppa at >/= 14 days post-symptom onset was 96.77% (95% ci: 90.86, 99.33). This study was based on a hospitalized/symptomatic population. Differences in antibody responses between populations, based on more severe versus less severe illness, are consistent with published reports, zhao j et al. 2020. "Antibody responses to sars-cov-2 in patients of novel coronavirus disease 2019", medrxiv. Additionally, review of the manuscript bryan et al. 2020. "Performance characteristics of the abbott architect sars-cov-2 igg assay and seroprevalence in boise, idaho", j. Clin. Microbiol, doi: 10.1128/jcm.00941-20, showed sensitivity data consistent with product labeling. 125 patients who tested rt-pcr positive for sars-cov-2 for which 689 excess serum specimens were available was tested and it was found that sensitivity reached 100% at day 17 after symptom onset and day 13 after pcr positivity. Based on the investigation architect sars-cov-2 igg reagent lot 18099fn00 is performing as intended, no systemic issue or deficiency of the architect sars-cov-2 igg reagent was identified.